Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and the aus was replaced. Upon explant, there was no fluid found in the device. A new aus was implanted and there were no additional patient complications reported.